Event description:
It was reported that the customer had been having problems with their insulin pump. The customer stated that the device had stopped working; insulin would not come out of the tubing. The customer's blood glucose was 255 mg/dl, which was elevated and caused the customer to check their infusion sets and the reservoir. The customer stated that they had treated their high blood glucose with a bolus delivery, and they declined troubleshooting for their high blood glucose and for the no delivery alarm. The customer stated that the insulin pump was alarming no delivery during the priming process, but later had stopped alarming. The customer stated that they had changed the infusion sets and the reservoirs three times and just wanted the insulin pump replaced. The customer stated that insulin was barely being pushed out through the tubing. The customer had reverted to manual injections. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. No delivery anomaly was noted. The device functioned properly. It was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.